Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Gao, 2021, the resonance and the allium ureteral stents in the treatment of non-malignant refractory ureterostenosis. 18 patients underwent the procedure using a resonance stent. Intraoperative placement of ureteral stents was usually under fluoroscopic guidance. For resonance stents, 24 cm ones were chosen for patients shorter than 165 cm, 26 cm for patients between 165 and 175 cm, and 28 cm for patients taller than 175 cm. Resonance stents were replaced yearly. 7 patients experienced recurrent urinary tract infections. Patients with the resonance stents had significantly higher chance of recurrent urinary infection. Mean age 55.7 (rounded up to 57) 12 male and 6 female patients.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the resonance stent set device of unknown lot # was not available for evaluation, therefore a document based investigation will be carried out. Document review including IFU review: as the lot # of the resonance stent set device is unknown it is not possible to carry out a review of the manufacturing records. However, prior to distribution all resonance stent set devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0020) states the following: "potential adverse events associated with indwelling ureteral stents include: infection.¿ there is evidence to suggest the user did not follow the instructions for use which accompany this device. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause can be attributed to a procedural related effect as the IFU which accompanies this device lists infection as a known complication associated with the use of the device. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial report the patients suffered from urinary tract infection, no adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.